Event description:
It has been reported to philips that the device did not turn on as expected due to a detector chiller error. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not turned on and the detector has reported an error when it was turned on. Customer waited to turn on the device for four hours to see if it can work before proceeding with the next steps. Rse guided user restart the machine after 4 hours, the device returns to normal operation. The codes were updated based on the investigation outcome.